Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from(B)(6) 2018 - (B)(6) 2018. H10: the device was received for evaluation. Visual inspection on the returned sample revealed no fluid in the bladder because the customer had cut the tubing line to drain the drug fluid out. The tubing line was subsequently reconnected then a functional flow test was attempted by filling the bladder with dextrose solution. After fill, no evidence of flow was observed from the distal luer. Microscopic examination of the flow restrictor revealed the cause of the flow problem was due to white crystallized drug blocking the fluid path at the distal end of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was due to drug crystallization; the cause of the crystallization could not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.